Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 20 x 2.75mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts in the proximal end of the stent were lifted and pulled proximally. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. Guidewire inserted through distal tip and exited at exchange port without issue. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed, 2.75mm x 16mm, concentric, de novo target lesion containing a >45 and <90 degrees bend was located in the severely tortuous and moderately calcified right coronary artery. Pre-dilatation was performed with a 2x12 maverick balloon catheter resulting in 40% residual stenosis. A 2.75 x 20 promus premier drug-eluting stent was advanced but resistance was encountered and had difficulty tracking. When the device was pushed further, the distal portion of the stent strut was damaged and lifted. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
D4: lot number: updated from blank to 0022417274.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed, 2.75mm x 16mm, concentric, de novo target lesion containing a >45 and <90 degrees bend was located in the severely tortuous and moderately calcified right coronary artery. Pre-dilatation was performed with a 2x12 maverick balloon catheter resulting in 40% residual stenosis. A 2.75 x 20 promus premier drug-eluting stent was advanced but resistance was encountered and had difficulty tracking. When the device was pushed further, the distal portion of the stent strut was damaged and lifted. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed, 2.75mm x 16mm, concentric, de novo target lesion containing a >45 and <90 degrees bend was located in the severely tortuous and moderately calcified right coronary artery. Pre-dilatation was performed with a 2x12 maverick balloon catheter resulting in 40% residual stenosis. A 2.75 x 20 promus premier drug-eluting stent was advanced but resistance was encountered and had difficulty tracking. When the device was pushed further, the distal portion of the stent strut was damaged and lifted. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient status was stable.